Manufacturer narrative:
Product analysis #(B)(4) :analysis information -- (B)(6) 2024 15:47:41 cst pli# 10 product ID# 97715 h3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: h3. Analysis identified that the insulation on the lead was cut; consistent with explant damage; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2024 product type lead h3. Analysis identified that the insulation on the lead was cut; consistent with explant damage; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97791, serial# unknown, product type: accessory. Product ID 97791, serial# unknown, product type: accessory. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. B5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID: 977a260; (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2018; explant date: (B)(6) 2024, brand name: vectris surescan; product ID: 977a260, (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2018; explant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the system was removed because it was nonfunctioning.